Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 54-year-old male patient of unknown ethnicity and race in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced some oozing bleeding from their access site during impella support. The site was initially redressed, and angle matched while pressure was held to manage the condition. The patient experienced a ventricular fibrillation (vfib) arrest requiring shock x2 which caused the access site bleeding to worsen. Five units packed red blood cells were infused, quick clot and gauze were utilized and tegaderm was placed over the site. The next day, the patient developed ischemia and a reperfusion catheter was placed. The patient was subsequently escalated to impella 5.5 support because of the condition.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible issue has been completed since the original report was submitted. Per clinical information provided, the root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.